Event description:
As reported, approximately 12.5 years post initial left tka, the 79 y/o female patient was revised due to osteolysis as a result of poly wear. The patient was revised to a 35mm patella. The tibial insert was revised to a sz 3 femoral component and a sz3, 11mm tibial insert. There was no breakage of device. There was a more than 45 minutes surgical delayed due to surgeon performed replaced the opti fem with a cc logic, stem + post 5mm wedges. Patient was last known to be in stable condition following the event. Imagers and x-rays received. The devices are not available for evaluation due to the implants were discarded at hospital.

Manufacturer narrative:
Section d10: concomitant products. Optetrak 3 peg patella cemented (cat# 200-02-32). Optetrak asymmetric femoral posterior stabilized, cemented sz 3, left (cat# 234-02-03 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been due to orientation of the components, patient related conditions, instability, or any combination of these possibilities, which led to prosthesis wear and osteolysis. Additionally, the components were implanted for over 12 years which likely contributed to the reported wear. However, this cannot be confirmed because the component was not returned for evaluation. The most probable root cause for the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause for the event ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: concomitant products: optetrak 3 peg patella cemented (cat# 200-02-32). Optetrak asymmetric femoral posterior stabilized, cemented sz 3, left (cat# 234-02-03; serial# (B)(6)). The revision reported may have been due to orientation of the components, patient related conditions, instability, or any combination of these possibilities, which led to prosthesis wear and osteolysis. Additionally, the components were implanted for over 12 years which likely contributed to the reported wear. However, this cannot be confirmed because the component was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.